Event description:
Patient in surgery for total hip arthroplasty. A periosteal elevator (chisel type product) #3450, being utilized by the surgeon broke. All pieces retrieved. No harm to the patient. Referred to manager of central sterile to address.